Manufacturer narrative:
The error occurs when a finding is entered in the database with more characters than the stored procedure allows, which is set at 2000 characters in version 4.1.11. This causes the value to be truncated to 200 characters that results in an xml fragment which causes the report to fail. This error only occurs in version 4.1.11. A process to correct the error in version 4.1.11 has been established and a software fix has been issued in version 4.2.

Event description:
Pt was prepared to receive a liver transplant. Prior to performing the transplant, the surgeon attempted to review the pt's stress echo report but the report failed to generate. Due to the inability of the surgeon to view the report, the pt missed the opportunity to receive the transplant.